Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer's reported problem was verified through review of the event history log, occlusion test and force calibration test. The pump force was out of specification. The plunger cable, plunger board and force sensor were all replaced to fix the issue.

Event description:
It was reported that the device had a force sensor failure error. There was no patient involvement.